Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the patient was undergoing percutaneous transluminal coronary angioplasty and stenting of the circumflex artery. There was difficulty advancing the balloon down the circumflex, which was calcified and tortuous. After placing two stents and unable to deploy a third, the vessel was ballooned distally, where there was some haziness, using a 2.0 x 8 mm balloon catheter from another company. The deployment of the minivision 2.0 x 8 mm stent was attempted, but it was not possible. While pulling back the stent into the guide, the stent came off, enlarging the circumflex artery. The physician was unable to snare the stent and had difficulty getting the guide wire down to the stent that was un-deployed in the proximal circumflex. A second physician was able to get a second wire down the artery. The physician was unable to get another stent down the vessel, but did balloon it using a 2.75 x 15 mm balloon catheter. When completed, there was a timi 3 flow. The patient remained hemodynamically stable. She had occasional pvcs but no complex ectopy, no st elevation, or chest pain during the procedure. After the case it was felt that she was hemodynamically stable to stop the case. No additional event or patient information is available.

Manufacturer narrative:
.